Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a patient with a st-segment elevation myocardial infarction admitted to the community and transferred to the tertiary center. The impella cp pump was placed but there was a gastrointestinal (gi) bleed during the support. The gi bleed revealed with bloody stools. Blood was given and anticoagulation assessed. The pump support remained on and was explanted after 6 days of use. The procedural outcome was the patient survived surgery.